Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary system were encountering problems with medication orders not being processed correctly. The customer reported that the devices were entering critical override mode, and the server performance was inadequate, resulting in message delays exceeding 15 minutes before transitioning into critical override. No other information was released regarding the event. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: b5, d1, d4, d5, e2, e3, g1, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 5-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the that a server's data sync config file was set to allow timeouts of up to 01:02:00 instead of the default of 00:02:00. The technical support specialist changed data sync configuration file back to the default values. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported when using the pyxis medstation es system were encountering problems with medication orders not being processed correctly. The customer reported that the devices were entering critical override mode, and the server performance was inadequate, resulting in message delays exceeding 15 minutes before transitioning into critical override. No other information was released regarding the event. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.